Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.9, lab: 11.9. Pt's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.